Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 00-0903-2660, 3.5mm locking cortical screw with t15 hex, size 60mm, lot number: unknown; catalog number: 00-0903-2655, 3.5mm locking cortical screw with t15 hex, size 55mm, lot number: unknown. Foreign source - (B)(6). Customer has indicated that the product will not be returned to orthopediatrics for investigation as is remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3006460162-2018-00005 and 3006460162-2018-00006.

Event description:
It has been reported that during a corrective proximal femoral osteotomy procedure, three proximal locking screws were found to have backed out at the end of surgery during the final x-ray check. The patient had to be repositioned onto their side during the procedure due to unknown intra operative issues. Solid screws were used due to the patient's poor bone quality. The surgeon claims that she changed the angle of the screw to that of the guidewire and as a result did not engage the screw into the plate correctly. The patient was re-opened at the end of the procedure to retighten the screws. Attempts have been made and additional information on the reported event is unavailable.